Event description:
Device malfunction: foot break. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure after an interventional procedure. The physician pulled out the plunger needle and noticed that there was no suture attached to the needle. He reintroduced the guidewire and removed the device. A new proglide was used and hemostasis was achieved successfully. After the first device was removed it was found that the posterior part of the foot was missing. There were no reported pt sequelae. No add'l info available.

Manufacturer narrative:
The device was rec'd. Investigation is not complete.